Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found dried wash buffer build-up around the wash carousel. The fse performed preventive maintenance tasks on the instrument. The fse installed new aspirate probes, a new substrate probe, a new wash tower insert, a new mixer belt, new mixer pulleys, new peri-pump tubing and new reaction vessels holders. The fse performed a routine system check and assay quality control assessment which yielded acceptable results. The instrument was returned to operation after the completion of the necessary verified repairs. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04125, 2122870-2011-04148, 2122870-2011-04126, 2122870-2011-04298.

Event description:
The customer reported that erroneous free thyroxine (ft4) results were generated on an access 2 immunoassay system for multiple patients on different days. This report is two of four and represents the initial, higher than expected free thyroxine (ft4) result, above the normal reference range, which was generated for one patient on (B)(6) 2011. The result was questioned by the physician because it did not clinically match the patient's thyroid stimulating hormone (tsh) result. Upon repeat on the same instrument, the repeat result was elevated and consistent with the initial result the initial ft4 result was reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied instrument data indicated that instrument assay quality control results were within customer established specifications during the timeframe of the event. A routine system check performed prior to the event generated results within instrument specifications. The samples were collected in serum tubes with gel separators and were centrifuged prior to testing.